Event description:
During a cardiac ablation procedure using a viewflex xtra ice catheter, the tip of the catheter was fractured. The viewflex xtra ice catheter was advanced through a 10f short introducer via the left femoral vein for the purpose of visualizing the right atrial septum for transseptal access. As the catheter exited the short introducer, there was some difficulty in getting into the main inferior vena cava trunk as the catheter kept tracking into various side branches. After an attempt to manipulate the catheter into the inferior vena cava, fluoroscopy revealed the distal tip of the catheter bent in half but was still attached. The catheter was removed from the patient and replaced to continue the procedure with no consequences to the patient.